Event description:
Related manufacturer reference number: 2017865-2022-09824. It was reported the patient presented in clinic for a device exchange. During interrogation, it was discovered the right ventricular lead exhibited noise and the atrial lead was oversensing noise triggering auto mode switches. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and mode switches were confirmed . A partial lead was returned in two pieces for analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to exposure of the outer coil in the abrasion zone consistent with friction to the device can.